Event description:
On (B)(6) 2016 I had a st. Jude implantable defibrillator because of low heart rate low ef 20-25%. In (B)(6) 2015 stress test highest heart rate 160bpm, but after (B)(6) 2016 my heart rate has been higher, even as high as 200 many times, as my history will show after (B)(6) 2016. I have been shocked while driving to the doctor's office (B)(6) 2016 .there has been at least five attempts to reprogram this thing, but as of today 02/25/2017, nothing has worked that will last. I have come close to collapsing, just walking through (B)(6) with this low to high heartrate. My doctors are having problems getting this thing figured out. I hope you can help me before its too late. My device is a st. Jude medical device model # cd 2357-40q, serial (B)(4) , implant date (B)(6) 2017. I hope you can investigate my situation so I can find a way to get better soon.